Event description:
A 3.00mm diameter x 30mm length endeavor resolute rx drug-eluting stent was inserted into pt for treatment of a moderately calcified, non-tortuous, proximal lad lesion, which exhibited 75% stenosis. Prior to the insertion of the endeavor resolute rx drug-eluting stent, the lesion had been pre-dilatated with a 2.50mm diameter x 15mm length balloon, to 15 atms for 12 seconds. It was reported that the stent was deformed in the lesion. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: a 75% stenosis, moderate calcification. Stent deformation. Eval conclusion: a 75% stenosis, moderate calcification.